Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they are having problems with their device. Pt clarified they are trying to "calibrate" (clarified trying to connect with ins) and they are getting no response and they are not feeling any stimulation. Pt stated they have felt stimulation in the past so pt knows what stimulation feels like. Reviewed therapy and stimulation overview and expectations. Pt stated even though they aren't feeling stimulation they are getting a 50% reduction in symptoms but reported they have been having a lot of bad accidents and now they are having a "liquid discharge". Pt stated they don't think this should be happening and clarified they are getting a reduction in symptoms but then stated they are not sure if they are getting a 50% reduction in symptoms. Pt stated they thought all symptoms would be corrected once device was implanted. Reviewed therapy expectations. Pt stated they were not told the therapy would not be a cure and stated they understood that the therapy would be a cure. Pt provided event date as "about a month ago". Pt stated on call therapy is on at 8.5v, program 7 and reported not feeling any stimulation. Pt denied any trauma to implant site or falls. Pt stated they have tried all programs 1-7 and increased stimulation to 8.5v on all programs and reported not feeling stimulation on any program. Pt stated they did not leave therapy at this setting for a couple days since pt was not feeling any stimulation at highest setting at any program. Agent did not ask about the circumstances that led to the reported issue. The patient was redirected to their healthcare provider to further address the issue. On 2021-dec-09 additional information was received from a healthcare professional (hcp). The hcp reported that the cause of not feeling stimulation was not determined. The pt had not come in for an appointment to determine the cause yet. On 2022-jan-06 additional information was received from a healthcare professional (hcp). The hcp reported that the patient had been contacted multiple times to make an appointment for device check and they had not returned calls/had no pending appointments at this time. On 2026-feb-26 additional information was received from the patient stating they had the same surgery 5 years ago (referring to implantation of this device) and it failed, so they had to have it done again.